Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported battery fluid was leaking from the personal diabetes manager (pdm) battery. The patient reported the battery life drained quickly.